Event description:
Pt reported multiple catheter revision and a spinal tap indicated possible allergic reaction. Hcp stated pt had meningitis and possible allergy to pump material. The pt received vancomycin via pump and was referred to a dermatologist for allergy testing.